Manufacturer narrative:
Qn#: (B)(4).

Event description:
The customer reports that the doctor found the hub between the raulerson syringe and needle had a defect (crack). The device was replaced without incident.

Event description:
The customer reports that the doctor found the hub between the raulerson syringe and needle had a defect (crack). The device was replaced without incident.

Manufacturer narrative:
(B)(4). The customer returned an introducer needle for evaluation. The needle contained obvious signs of use in the form of biological material. Visual and microscopic examination of the needle revealed two cracks in the introducer needle hub. The returned needle was attached to a lab inventory syringe and water was aspirated and purged. A significant amount of water and air leakage was detected from the needle hub. A device history record review was performed with no relevant findings identified. The reported complaint that the introducer needle hub was cracked was confirmed by complaint investigation. The returned introducer needle hub contained two cracks. A device history record review was performed and no relevant manufacturing issues were identified. Further investigation of this issue is being conducted under a CAPA. The CAPA failure investigation indicates that the probable cause is design related.